Manufacturer narrative:
(B)(4). Date sent: 5/15/2024 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: the patient condition is stable right now, she suffers from vomiting and abdominal pain but without any signs for leak. Were there staples present? Were there staples present on both sides? What were the shape of the staples? For the following question here are the answers: was the device cleaned between firings? No please provide specific detail on how the device is cleaned between firings? The device was not cleaned, but the jaw was emersed in water after upload the slr. Any photos or videos available? No more media available. This is update to the patient health status, the patient admitted again to hospital after entered the ER with high level of leukocytes and it will go for a new round of tests. The reload used in the fire was gst60d, the same box have been used in 3rd & 4th fire in the same procedure without any complication. The surgeon feels the problem form the stapler. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy with lap cholecystectomy procedure, device miss fire in the 5th firing with reload gold, the device stapled without cutting, the fired was tested for leak which found positive. Then the surgeon change the device with a new one and make another fire. The patient went to leak test and will be under strict observation for 3 days and undergo to more leak test. The case happened intra-operative with a delay to the case for 20 min extra. The case was sleeve gastrectomy with lap cholecystectomy but due to the complication happened the surgeon didn¿t make the lap cholecystectomy procedure.

Manufacturer narrative:
(B)(4). Date sent: 4/25/2025. Additional information: photos were provided and they showed a package from top view with a label, code ech60r lot: secbszs0. (Exp. Date: 2024- 04-30). In addition, two other labels and the screen shows a device with tissue between the jaws. However, the quality of the photo is not clear.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. D4: batch # 897a67. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution for leak intervention & short cut or absent cut: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. No short cut-absent cut was noted during functional testing. Device history review: a manufacturing record evaluation was performed for the finished device batch number 897a67, and no non-conformances were identified.